Manufacturer narrative:
The field service representative adjusted the reagent probe wash level as this was found to be low. He also adjusted the gear pump pressure. The customer has not reported any additional problems since these actions have been performed. Investigation has determined the most likely root causes for the issue were the problems found with the reagent probe washing level volume and the gear pump pressure

Manufacturer narrative:
This event occurred in (B)(6). The full facility name was provided as (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for phosphate (inorganic) ver. 2 - phos on a c702 analyzer. The first patient sample initially resulted as 6.65 mg/dl and this value was reported outside of the laboratory to the physician. The sample was repeated, resulting as 3.59 mg/dl. The second sample, from a (B)(6) year old female patient, initially resulted as 4.62 mg/dl and this value was reported outside of the laboratory to the physician. The sample was repeated, resulting as 2.71 mg/dl. The third sample, from a (B)(6) year old female patient, initially resulted as 6.74 mg/dl and this value was reported outside of the laboratory to the physician. The sample was repeated, resulting as 4.30 mg/dl. The patients were not adversely affected. The phos reagent lot number was 615905, with an expiration date of (B)(6) 2016. The field service representative cleaned the sample and reagent probe by washing them through with hot water. During the week of (B)(6) 2016, all special washes on the analyzer were updated and the necessary ones were activated by the field service representative. The customer has now noted that they also started having problems with the calcium, magnesium, and ferritin tests. No specific information was provided with regards to these tests.